Event description:
It was reported that the device was explanted because of normal battery depletion. The device was received and analyzed.

Manufacturer narrative:
Catheter: model: 8709, (B)(4), implanted on: (B)(6) 2005, explanted on: unk. Final analysis of the device revealed a high battery resistance. Drugs delivered via the device per analysis were bupivacaine, morphine and clonidine.